Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing blood glucose levels that were elevated (278-400 mg/dl). Customer addressed elevated blood glucose by changing supplies and delivering a bolus via the pump. During system check, pump time was found to be off by 3 minutes. Additionally, customer realized that he was still using travel profile settings from a few weeks prior and not his normal profile settings. Customer updated pump to normal profile settings to address the issue.